Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit nuh rp casing crack. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit nuh rp casing crack.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The top cover casing was cracked. The fse replaced the top cover casing from another condemned cs300. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.